Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The nurse reported via phone call that the insulin pump's display was white. It was also found the insulin pump was alarming. Customer's blood glucose was unknown. Troubleshooting did not occur because the customer was not present with the insulin pump. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display due to vertical cracked lcd controller. The insulin pump had minor scratched lcd window, scratched case and pillowing keypad overlay.